Manufacturer narrative:
Batch review performed on 18 december 2020. Lot 170470: 30 items manufactured and released on 12-apr-2017. Expiration date: 2022-04-03. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 2 years and 9 months form the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.